Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgical procedure for a tibial diaphysis fracture, the surgeon inserted a total of four screws to perform distal locking. According to the report, when the surgeon tried to drill the target portion for the first screw insertion on the surgical operation, it was observed that the rotation of the radiolucent drive device became slow as the tip was touching the target part. It was further reported that when the surgeon tried to drill for the third screw insertion, it was observed that an abnormal sound came from the device and it stopped working before penetrating the cortex of the patient's bone. It was reported that although the surgeon tried to reverse the device repeatedly to restore the operation; however, the reported radiolucent drive device stopped the rotation as the tip was touching the bone. It was reported that the surgery was extended for ten minutes. It was not reported if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Serial number: the device serial number was documented as unknown in the initial report. The device serial number has been updated as (B)(4). Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jan 1, 1998. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the safety clutch was worn out. The assignable root cause was due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.